Event description:
It was reported that the patient placed a call into technical services (ts) regarding their device beeping. They were refereed to follow up with their physician. Additional information was received that this device has been explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that the patient placed a call into technical services (ts) regarding their device beeping. They were refereed to follow up with their physician. Additional information was received that this device has been explanted and replaced. No adverse patient effects were reported. Additional information was received that the battery of this implantable device was suspected to be depleting prematurely. This was the cause for the device replacement procedure. The device has been returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the battery of this implantable device was suspected to be depleting prematurely. This was the cause for the device replacement procedure. The device has been returned to boston scientific for analysis. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Additional information was received that the battery of this implantable device was suspected to be depleting prematurely. This was the cause for the device replacement procedure. The device has been returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that the patient placed a call into technical services (ts) regarding their device beeping. They were refereed to follow up with their physician. Additional information was received that this device has been explanted and replaced. No adverse patient effects were reported.